Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, oversensing, non-physiologic episodes, noise, and short v-v intervals. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.